Event description:
After a da vinci hysterectomy procedure, during the cystoscopy, it was found that the patient's ureter had been damaged. The ureter was repaired via a ureteroneocystotomy procedure, and the patient was discharged two days later. No additional patient harm or adverse outcome was reported.

Manufacturer narrative:
On december 04, 2008, additional information regarding the event was provided by the isi representative that was present for the procedure. It was reported that this was the surgeon's first da vinci procedure, and the injury was believed to have occurred during the benign hysterectomy, while transecting the patient's left ureter during dissection/transection of the ligaments and uterine arteries. Based on the information provided, it was determined that the da vinci surgical system did not malfunction in a way that would cause nor contribute to the patient injury.